Event description:
It was reported that the pump display had a pixel issue that affected the customer's ability to interact with and read the screen. There was no adverse impact to the customer¿s blood glucose level. A replacement pump was arranged to be sent to the customer, who will contact their healthcare provider to obtain alternate method of insulin therapy.